Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the lead moved back up into superior vena cava (svc). The physician took the lead out and it was all coiled up. Twiddler's syndrome was suspected. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.